Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. The fill-line on these tubes is a guide to the minimum fill, so the draw should be well above the line until approaching the expiry date. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube, overfilling occurred. This occurred on 2 occasions. There was no report of patient impact. The following information was provided by the initial reporter. Ref 363048 has been found to be overfilled during sampling. The blood level exceeds the correct filling limit of the tube by 8mm, which affects the dilution of the blood and has an impact on the result.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0275706, medical device expiration date: 2021-06-30, device manufacture date: 2020-10-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube, overfilling occurred. This occurred on 2 occasions. There was no report of patient impact. The following information was provided by the initial reporter. (B)(4) has been found to be overfilled during sampling. The blood level exceeds the correct filling limit of the tube by 8mm, which affects the dilution of the blood and has an impact on the result.